Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not interrogated prior to implantation. Following lead insertion, this device did not pace. The physician elected to close the pocket as the patient has a previously placed temporary pacemaker. Following the procedure, this device could not be interrogated. Additional troubleshooting was performed and it was identified that the patient's leads were unipolar and not bipolar as originally thought. This device requires bipolar leads to perform auto-detection and come out of storage mode. The device was successfully interrogated and programmed to unipolar which resolved the issue. No adverse patient effects were reported and the device remains in service.